Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to flattened dome switch. Device had cracked case at display window corners and battery tube threads, minor scratched display window and stained end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that about a couple of weeks back, up arrow button on the insulin pump started to gradually lose response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.